Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude/poor morphology. The pacing threshold measurement was 3.4 v at 0.5 ms, and the amplitude was 3.5 mv. Fluoroscopy was peformed, which revealed the lead had pulled back slightly/dislodged. As a result of the dislodgement, the patient was hospitalized and the rv lead was repositioned. It was also noted the patient was administered intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.